Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator was alarming due to a data acquisition pcba adc failure. A data acquisition pcba adc failure may result in vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board for replacement to address the reported problem.